Manufacturer narrative:
Inspected 1 opened or used partial sensor and performed visual inspection and found no sensor break during analysis. Unable to confirm insertion or needle complaint due to customer return sensor no needle.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they pulled the sensor out and they were concerned that the sensor broke off and was in the skin. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. The customer stated that the sensor or introducer needle was not fractured while in the body. The customer reported that the sensor was no longer in the body. The customer did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.